Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an alert indicating the right ventricular lead impedance was out of range. The lead had chronic high voltage impedance. The patient was stable and would continue to be monitored.